Event description:
It was reported to vyaire medical that the avea ventilator had problem when peep (positive end-expiratory pressure) is set to 6cmh2o, it reads 3cmh2o. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint regarding low peep and high fio2. The suspect device was not returned for investigation. As per work order performed under (B)(4), replaced 02 cell and replaced diaphragm. After conducting the set of steps for low peep and performing expiratory pressure transducer out of calibration, then conducting expiratory characterization calibration. The unit is functioning properly after calibration. Peep is within range delivered and monitored peep. The exact root cause was not established.

Manufacturer narrative:
Section d4 was updated to indicate correct model# 17312-00. D4. UDI# - the device has a date of manufacture of 18-aug-10 and was not subject to UDI requirements.